Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the reported malfunction was attributed to connection issues at the connector¿plug unit and the connector¿cable interface. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported a connection issue involving an olympus colonovideoscope. There was no patient injury reported.